Manufacturer narrative:
Details of complaint: the customer reported that all waveforms on the central nurse's station (cns) would disappear for about 1-2 seconds. This was occurring about 3-4 times a minute. The numerics would remain, but the waveforms were disappearing, and it was happening on all patient tiles at the same time. No patient harm was reported. Investigation summary: the issue was not seen in other departments. The biomedical engineer rebooted the cns and was to monitor the cns to see if the issue was resolved. The root cause of the issue is not clear from the information provided, but it could be due to a software glitch or a temporary loss of communication between the cns and bsm-6000s. Rebooting the cns may have resolved the issue by reestablishing the connection or resetting the software. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that all waveforms on the central nurse's station (cns) would disappear for about 1-2 seconds. This was occurring about 3-4 times a minute. The numerics would remain, but the waveforms were disappearing, and it was happening on all patient tiles at the same time. No harm or injury was reported.

Event description:
The customer reported that all the waveforms on this central nurse's station (cns) will disappear for about 1-2 seconds. They also reported that this will occur about 3-4 times a minute. The numerics remain, but the waveforms disappear. This happens on all the tiles at the same time. No harm or injury was reported.

Manufacturer narrative:
The customer reported that all the waveforms on this central nurse's station (cns) will disappear for about 1-2 seconds. They also reported that this will occur about 3-4 times a minute. The numerics remain, but the waveforms disappear. This happens on all the tiles at the same time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.